Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges that air is leaking from the adapter during use. Complaint alleges that the water is not bubbling and it doesn't appear to be a good seal. No pt injury reported.